Event description:
Patient underwent an apbi (accelerated partial breast irradiation) procedure for breast cancer. The balloon applicator placed in the patient was found deflated several days after the device was placed. An evaluation of the device fund that it would not hold pressure and leaked. A new device was placed in the patient and the procedure was completed without further incident. No injury was sustained by the patient as an outcome of this event. Internal complaint tracking number: (B)(4).

Manufacturer narrative:
The failure analysis of the device found a small cut in the shaft near the location of the hub. The cut appeared to be attributed to a sharp tool, and the device leaked in this area of the cut. A device lot history review confirmed that the device was manufactured to specifications and that there were no anomalies of the lot indicative of the device failure. Furthermore, as part of the apbi procedure, the device is verified for correct placement and sustainment of pressure. The device leak was found several days after implant. Based on the compilation of these findings it is reasoned that the device failure is attributable to use error. Internal complaint tracking number: (B)(4).